Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on(B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. There was no shared data log available for review. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.